Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B) (6) 2010. According to the complainant, post procedure on (B) (6) 2010, the patient expired, due to septic peritonitis. The facility related the patient's cause of death to a pre-existing condition of mitochondrial encephalomyelopathy. Although an autopsy report was requested the country indicated that it was not obtainable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B) (4)